Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the v60 ventilator indicating that while in clinical use the device shut down. No patient harm reported. The field service engineer (fse) performed troubleshooting and determined that a new power management (pm) pcba needed to be replaced. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.